Event description:
The customer reported that during use of this cannula in a arthroscopic shoulder procedure, the tip of the device broke off and had to be retrieved. There was no report of injury or surgical delay associated with this event.

Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation results: an evaluation could not be performed as the device was discarded by the facility. A review of complaint history found other reported events. A corrective action is in process for this failure mode.